Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, a catheter was inserted normally. After 3 days it was found outside the patient and the balloon was deflated. The staff at the hospital said that the balloon was faulty and while the patient was making some movements the catheter fell out.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.